Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 1 bd smart site¿ infusion set had infusion tubing leaking. The following information was provided by the initial reporter: it was reported by the customer that the tubing leaked. Sample status: available.

Manufacturer narrative:
H.6 investigation summary: one used 2202-0007 sample was received and analyzed by our quality team. The set was primed and a leakage was immediately noticed. The leak was coming from the top of the drip chamber below spike and was prominent. The top of the drip chamber was also crooked. The supplier of the spikes was notified and they confirmed the root cause- that the glue was improperly applied during the application of top of spike to the drip chamber. Due to the absence of a production lot or a way to recognize possible lot, the supplier could not determine when exactly or how this occurred. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that 1 bd smart site¿ infusion set had infusion tubing leaking. The following information was provided by the initial reporter : it was reported by the customer that the tubing leaked. Sample status : available.